Event description:
A customer contacted beckman coulter (bec) reporting that the aspiration probe of the coulter act diff hematology analyzer was dripping. The volume of the leak was approximately 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection to the leak.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and observed that the probe was dripping. The source of the leak was pinched tubing located at the vc1, which restricted the flow of the vacuum to the probe wipe assembly. The fse rerouted the tubing, which resolved the issue. There was no further evidence of leaking. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).